Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, after the device was programmed for an MRI a false elective replacement indicator (eri) was alerted. The device recovered on its own without intervention. The patient was stable with no consequences.